Manufacturer narrative:
The field service engineer found crystal buildup on top of cuvettes that indicated splashing. He checked for a hole in vacuum line or a leak in the vacuum bottle. He replaced the vacuum bottles a solenoid valve, cuvettes, and all rinse mechanism tubing. He ran precision testing, assay performance tests, and ise assays checks. All were within specifications. The customer performed calibration and qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 6000 c501 module. (B)(6). It was not known if the questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot number and expiration date were requested but were not provided.